Manufacturer narrative:
This report is submitted on 14 october 2020.

Manufacturer narrative:
This report is submitted on september 10 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, due to acute otitis media, mastoiditis and intra-cochlear electrode migration and extrusion of the electrode. The patient was reimplanted with another cochlear device during the same surgery.